Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain, lumbar radiculopathy and spinal pain. It was reported that the ins never brought the patient pain relief they wanted or expected, and the ins site was hurting. Reprogramming was performed numerous times but did not resolve the issue. Contributing factors were unknown at the time of the report. The patient stated they want the ins removed so the doctor will be removing only the ins. The date of the explant was not provided in the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the ins was explanted on (B)(6) 2018. The ins would not be returned for analysis becasue it was "working correctly." The patient recovered without sequela. No further complications are anticipated.